Manufacturer narrative:
Review of complaint activity associated with reagent lot 04643be01 identified normal complaint activity. Tracking and trending reports for the architect syphilis tp assay were reviewed and did not identify any related trends. Although a return sample was available it was not returned due to concerns regarding the corona virus. A retained kit of lot 04643be00, which contains the same bulk material as lot 04643be01, was tested in a sensitivity setup, including additional replicates of a sensitivity panel. Results of this setup did not implicate that the performance was negatively impacted. No false non-reactive results were obtained. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect syphilis tp assay was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: no specific patient information was provided. This report is being filed on an international product, architect syphilis tp, list 8d06-77, that has a similar product distributed in the us, list number 8d06-31/8d06-41.

Event description:
The customer reported a (B)(6) architect syphilis tp result. The sample was (B)(6) on architect and (B)(6) on ellsa and tppa assays. No impact to patient management was reported.